Manufacturer narrative:
(B)(4). The reported complaint for iab "helium loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "on initiation of therapy then approximately every 30 seconds thereafter helium loss alarm". It was additionally reported that after the pump was exchanged the alarms continued. Lastly, the intra aortic balloon was replaced and there were no further alarms. The second catheter was place using the same insertion site. No patient harm or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "on initiation of therapy then approximately every 30 seconds thereafter helium loss alarm". It was additionally reported that after the pump was exchanged the alarms continued. Lastly, the intra aortic balloon was replaced and there were no further alarms. The second catheter was place using the same insertion site. No patient harm or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).